Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to clinic for follow up visit. Upon interrogation, several episodes of non-sustained rv oversensing due to post-paced t-wave oversensing was observed on the ventricular channel. The patient did not receive inappropriate therapy during the oversensing. Programming changes were made. Patient was asymptomatic and stable, pre, during and post clinic visit.